Event description:
The customer reported that the insulin pump was exposed to water and had moisture damage. The customer also stated that the buttons were unresponsive. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of moisture damage on the electronic and motor assembly. Further testing was not performed due to the blank display.